Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 170332: 25 items manufactured and released on 21 march 2017. Expiration date: 2022-03-06 no anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event.

Event description:
About 11 months after primary the surgeon revised the patient because a right insert was used in a left knee and the patient complained pain and discomfort.